Manufacturer narrative:
Concomitant medical products: product ID 8596, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via clinical study regarding a patient receiving intrathecal compounded baclofen 500.0 mcg/ml; 52.80 mcg/day via an implanted pump. No lot number or concomitant medication were given. The indication for use was noted as intractable spasticity. The patient experienced significant bilateral lower extremity weakness following device implant on (B)(6) 2013. On (B)(6) 2013 magnetic resonance imaging (MRI) without contrast of the brain was unrevealing; no acute stroke or findings; MRI of the thoracic spine showed no acute thoracic abnormality. Intervention was in patient physical therapy on (B)(6) 2013. The patient's strength improved and the weakness was believed to be caused by underlying diagnoses, but was exacerbated by surgery/medication. The etiology was pre-existing condition, worsening or exacerbation. It was unlikely related to device or therapy and possibly related to implant procedure. The severity was mild and resulted in in-patient or prolonged hospitalization. The outcome was resolved without sequelae on (B)(6) 2013. The patient's ambulation improved and it was deemed safe for the patient to proceed home at (B)(6) 2013. Additional information was received via implantable systems performance registry (ispr). The patient's medical history included lower extremity deep vein thrombosis (dvt), atrial fibrillation, gerd, and hyperlipidemia.